Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that pt thought their battery pack had depleted and the rep told the pt it was an older model # of the battery pack and told pt to call and get a new one. Asked why pt thought battery depleted. Pt said they used to not feel anything and suddenly, about 3-4 days ago, pt started getting goofy feeling in stimulated area. When pt went to adjust the stimulation, pt felt jolts of stim in places that pt never felt it before. Reviewed this is not related to battery pack in the controller. Asked if pt had any falls/trauma. Pt said no. Pt mentioned they had a back surgery on feb 15th. Ins was on after surgery and was working normally and pt did not have any unusual jolts. Now all of a sudden pt had this pain when trying to adjust the settings. Pt said the sensation was not horrible and it seems pt can deal with it right now. Pt said they cannot tell if it is stimulating the right places to take care of the pain and wonders if it was because of back surgery. Reviewed pt needs to have the system checked. Pt was redirected to healthcare provider (hcp). Pt said they will call the hcp. Pt also reported they tried charging the ins and could not recharge it and put aa batteries in. On the call instructed pt to plug in the controller without battery. The screen came on. Pt inserted the battery pack and confirmed it was taking a charge and working. Controller was at 100% and ins was at 30%. Troubleshooted resolved the controller issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 97745, serial# (B)(6), product type programmer, patient. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient reported the cause of recharging issue was did not charge for almost 1 month; in hospital with severe diarrhea. No diagnostics were performed for shocking. Removed battery pack, cleaned and aired out recharger. Replaced battery pack. The issues were resolved. The back surgery was unrelated.